Manufacturer narrative:
Follow-up #1: date of submission 11/23/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the black box indicated ¿low battery¿ warnings had occurred but were related to normal pump use. Investigation revealed that the battery cap threads were worn, the battery compartment was cracked in multiple places, and the battery compartment threads were damaged. There was evidence of moisture corrosion found in the battery compartment and on the underside of the battery cap. The battery cap was unable to fully secure and could not maintain electrical connection. A test cap was unable to fully secure but was able to secure well enough to continue testing. The pump¿s current draws were found to be within required specifications. Leak testing revealed a leak at the battery compartment. The pump casing was removed and no internal defects were found. The complaint of short battery life could not be confirmed or duplicated on investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a short battery life issue. The reporter noted that the battery compartment was cracked and there was moisture/corrosion in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.